Event description:
It was reported to philips that the equipment console was dark due to an os disk failure on an allura xper fd10/10. The clinical use of the system was in use. There was no reported patient or user harm.

Manufacturer narrative:
Philips service replaced the os disk and restored the system backup. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).